Event description:
Roche field application specialist reported that while working as a customer, he was inadvertently struck in the finger by a sample probe while operating the (B)(6) 911. He stated this incident occurred more than 20 years ago and the actual date of the event was not known. He stated as an analyzer operator he was fully aware of the designated areas of the instrument where his hands should not be placed during operation. However, he stated he wanted to get results quickly and tried to load a sample while the instrument was operating. The sample probe punctured his right middle finger just below the finger nail line. He rinsed the finger off with water and went to the ER where the wound was soaked in green liquid soap. He received a gamma globulin shot and had blood drawn for (B)(6) testing to establish a baseline. He was also drawn 6 months later for follow up. The results for (B)(6) were negative. He stated, over the past 20 years he has been in good health with no symptoms of (B)(6).

Manufacturer narrative:
Further investigation was not performed. The production period of the hitachi 911 ended in 2002, and support period ended in 2009. Some months after launch of the device, signal-red colored labels were implemented which marked the areas where the user was no longer allowed to place their hands during routine operation. This was done at production with newer models of the 911 analyzer. Appropriate change were also made to the operator manual. All newer system types have covers, which totally restrict these areas of the device.